Event description:
The manufacturer received information alleging a ventilator service required alarm related to a pressure sensor mismatch. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.